Event description:
It was reported to philips the system check failed due to the therapy knob not passing. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The device was troubleshot remotely by the philips field service engineer (fse). The customer was advised to remove the battery in the back of the device and the ac adapter, then move the therapy knob multiple times. The customer was also instructed to remove the burr of the resistance of the rotary switch and check the system again. The fse advised to replace the therapy switch with the approved spare part (453563345221 - optical switch kit) and the symptoms improved. The customer decided to use the equipment in this state without replacing the rotary encoder. Additionally, the customer seems to have addressed the issue using an approach other than what is specified in the service manual. However, the device has reached it's end of life and is no longer serviceable. Beyond advising the customer, no further intervention is possible. The reported problem cannot be confirmed. The cause of the reported issue is unknown as the device is not available to be returned for additional investigation, as it was returned to use by the customer. The device has reached it's end of life and end of support so no further intervention is available. The customer was provided with a replacement optical switch kit to resolve the complaint issue. It has been concluded that no further action is required at this time.

Event description:
It was reported the device failed the system check with an error, "therapy knob not passed" and rfu red x. There was no patient involvement.